Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 and h6 (type of investigation code: 10 ¿ testing of actual/suspected device, findings code: 3233 ¿ results pending completion of investigation and conclusions code: 11 ¿ conclusion not yet available were missing in the initial). Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty-two (22) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the bending section cover" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states that detection method in bronchial fiberscope bf-40, bf-p40, bf-1t40, bf-xt40, bf-3c40, bf-xp40, oes operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bronchial fiberscope bf-40, bf-p40, bf-1t40, bf-xt40, bf-3c40, bf-xp40, oes reprocessing manual chapter 7 cleaning, disinfection, and sterilization procedures. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchofiberscope exhibited foreign material on the bending section cover. There were no reports of patient involvement.